Event description:
In 2008, the pt reported that she received an e2 (battery depleted) error on her infusion device while at work. She stated that she did not receive the prior a2 alert warning her that the battery was low. No a2 alarm was found in the alarm history. She stated that the battery had been in use for at least 7-8 weeks. No physiological effects were reported. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for eval.